Event description:
It was reported via repair work order that the foot end left caster was missing the bolt and nut that mates the outer base tube weldment and foot base tube. This may affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.